Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon burst occurred. The target lesion was located in the ostium of left main coronary artery (lmca). After successful rotablation of the calcified stenosis within the target lesion and pre-dilation, a 3.00x28mm synergy stent was advanced to treat the lesion. The stent delivery system balloon was inflated but burst at 14atm. The stent was fully deployed. Therefore the burst balloon was just removed and post-dilation was performed with a nc quantum apex balloon catheter successfully. The outcome was very good and the rest of the procedure went well. No patient complications were reported and the patient¿s status is well.

Manufacturer narrative:
Synergy ous mr 3.00 x 28mm stent delivery system (sds) was returned for analysis. No stent was returned. Stent was deployed in patient. Upon receipt of the balloon dried blood was noted within the balloon, balloon folds were relaxed and crimp markings were evident. Upon visual inspection of the balloon no visible tears of holes were noted. An attempt was made to inflate the balloon up to rated burst pressure (rbp), however, the balloon did not inflate most likely due to the dried blood in the device. The device was placed in water bath to soak for 24hours at 37 degrees celsius, to soften the solidified blood in the device. Following soaking a second attempt was made to apply positive pressure to the balloon. Again the balloon did not inflate however liquid was noted coming out of the balloon at one site on the balloon wall. Inspection of this site under microscope revealed a tear in the balloon wall, situated 27mm proximal to distal edge of device tip. A visual and tactile examination of the hypotube found no issues. A visual examination of the hub found no damage. Solidified blood was present in the hub. A visual and tactile examination of shaft polymer extrusion found no damage. Solidified blood was present in shaft polymer extrusion. A visual and microscopic examination of the tip found no damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon burst occurred. The target lesion was located in the ostium of left main coronary artery (lmca). After successful rotablation of the calcified stenosis within the target lesion and pre-dilation, a 3.00x28mm synergy stent was advanced to treat the lesion. The stent delivery system balloon was inflated but burst at 14atm. The stent was fully deployed. Therefore the burst balloon was just removed and post-dilation was performed with a nc quantum apex balloon catheter successfully. The outcome was very good and the rest of the procedure went well. No patient complications were reported and the patient¿s status is well.